Manufacturer narrative:
Visual inspections and results: anvil pocket condition: good; cartridge batch number: j00k6k; cartridge condition: good; cartridge positioned properly: yes; closure trigger position: open; driver condition: good; firing trigger position: open; handle shroud condition: good; hook/anvil condition: good; proper cartridge: yes; retaining pin arm condition: good; retaining pin condition: good; staples present: all but 3. Functional tests and results: cartridge lockout functional: yes; cartridge rear cap present: yes; closure stroke functional: yes; firing trigger lockout functional: yes; instrument cycled: yes; proper cartridge guide: yes; released button condition: good; staples fire properly: yes; staples form properly: yes; staples heights conforming: na; trigger release condition: good. Analysis: based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. Upon receipt of the instrument and cartridge, it was noted that there were three staples missing from the cartridge. As the cartridge is designed to fire all the staples simutaneously, it could not be determined a s to how or why there were only three staples fired. It should be noted that each cartridge is inspected through an automated vision system to ensure that all the staples are present prior to shipment. The instrument was fired with the returned cartridge and it fired and formed the remaining staples as designed. Each instrument is evaluated during the assembly process to ensure that it functions properly.

Event description:
The instrument was used during a sigmoid colectomy. It was reported the staples misfired. Only half of the staples fired. There was no consequence to the pt.